Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -6.0/3.0/11 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022, the lens was removed due to excessive vault, significant reduction of endothelial cell count or significant endothelial cell loss, and significant reduction of iridocorneal angles. Cause is reported as the device. Reportedly, "sizing problem, outlier to the online calculator." Status of the eye is reported as, "vision returned to pre-icl level, eye quiet, 2 clock hour iris atropy from the explant surgery, corneal endothelial cell dropped from 3044 (preop) to 2499." The problem was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: d4: vticmo_13.2 should be corrected to vticm5_13.2 . Additional information: h3: device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).